Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the customer submitted a log file for review on (B)(6) 2018. The manufacturer's technical service representative reviewed the provided log file which contained data from (B)(6) 2018 through (B)(6) 2018 and observed a pump stop on (B)(6) 2018 at 22:53 due to the driveline being disconnected. Prior to the driveline being disconnected, it was observed that the external batteries had depleted. The sequence of events observed in the log file is as follows: on (B)(6) 2018 at 22:40:53 a low battery advisory alarm occurred. On (B)(6) 2018 at 22:47:45 a low battery advisory and a white power cable disconnects occurred. On (B)(6) 2018 at 22:48:40 a low battery and no external power alarms occurred. The internal backup battery was in use at the time of the no external power event. On (B)(6) 2018 at 22:53:44 the vad speed dropped to 5180 rpm. On (B)(6) 2018 22:53:45 the driveline was disconnected and the pump stopped. There was no adverse patient impact reported due to this event. Further information was requested, but was not provided.

Manufacturer narrative:
The device was not returned for evaluation. Review of the submitted log file confirmed a pump stoppage due to the disconnection of the driveline. The log file showed both power cables were disconnected by power which resulted in a no external power event; the system was supported by the internal battery. The last event of the log file captured the disconnection of the driveline, resulting in a pump stoppage and low flow/low speed alarms. The log file appeared to show the system operating as intended until the driveline was disconnected. Multiple attempts have been made to obtain additional information regarding this event; however, no additional information was provided. The patient remains ongoing on vad support. The hmii lvas IFU explains that disconnecting the driveline from the system controller will cause the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.